Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic procedure using a 6f sheath. Reportedly, after performing steps 1-4 without issue, when pulling the device out of the anatomy, the thread came out in a knotted condition. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported malposition of the suture could not be tested due to missing components. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to malposition of device (failure to deploy) the suture include, but are not limited to, an interaction of the device with patient anatomy (misplacement/shallow), friable vessel, or partial capture of vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot number updated from 3100741 to 3071842.